Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition that it was too hard to turn the key to open and close the chuck was confirmed. It was noted that there was a chuck malfunction. The assignable root cause was determined to be component wear due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total joint replacement surgical procedure, it was observed that the key on the chuck device was too hard to turn to open and close the chuck. It was reported that there was no delay in the procedure due to the event as an identical spare device was available to complete the procedure successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.